Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that there was a moisture ingress issue in the battery compartment, and the patient's blood glucose level ranged from 200 to 49 mg/dl, with unsteadiness and confusion. The patient received no unusual treatment for the bg excursion and the pump is being replaced. This complaint is being reported because the patient experienced hypoglycemia and the reporter pump issue was not resolved.

Manufacturer narrative:
: The device has been returned and evaluated by product analysis on 12/02/2014 with the following findings: pump returned with evidence of moisture in the battery compartment no damage found to the battery compartment or returned battery cap. Returned battery cap fits tightly to the pump with no yellow o ring showing. The tdd¿s add up correctly. No alarms related to the complaint in alarm history. Pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Pump passes leak test. Removed pump cover; no evidence of internal moisture observed on the printed circuit or internal components. Returned battery cap and returned cartridge cap used to complete testing.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.